Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
When removing product the string tried to detach... Cotton also shredded [device breakage] case narrative: consumer reported via email that the tampon string tried to detach during removal. No injury was reported.

Manufacturer narrative:
Product investigation is in progress.

Event description:
When removing product, the string tried to detach... Cotton also shredded [device breakage] case narrative: consumer reported via email that the tampon string tried to detach during removal. No injury was reported.

Event description:
When removing product, the string tried to detach... Cotton also shredded [device breakage]. Case narrative: consumer reported via email that the tampon string tried to detach during removal. No injury was reported.

Manufacturer narrative:
Product investigation is in progress.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
When removing product, the string tried to detach. Cotton also shredded [device breakage] case narrative: consumer reported via email that the tampon string tried to detach during removal. No injury was reported.